Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure the lead exhibited high thresholds, and was unable to obtain electrical value. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.